Event description:
The customer contacted stryker to report that their device is displaying a white screen. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it is needed. There was no patient use reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to verify or duplicate the reported issue. Proper device operation was observed through functional and performance testing and the device returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted stryker to report that their device is displaying a white screen. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it is needed. There was no patient use reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.